Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an incident where user experienced an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor was investigated, and the issue was confirmed (sensor chemistry failure - msp ec# 1) during review of the dms logs. The problem could not be duplicated during investigation due to damage to hydrogel on the sensor (during explant or shipping). The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally. Msp failures were investigated in rep-1639, which determined the root cause of these failures to be sensor oxidation. This sensor has the same failure mode and additional investigation is not necessary for this complaint.